Event description:
It was reported that a (B)(6) male patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. It was reported that after pulmonary vein isolation (pvi and posterior wall isolation was conducted, during ablation for complex fractionated atrial electrograms (cfae), blood pressure dropped to about 40, during the procedure, the mean was about 130. It was confirmed that blood pressure began to decrease during ablation of the la septum. Fluoroscopy and echography confirmed cardiac tamponade (CT), drainage was performed. Although drainage was performed for about 40 minutes, hemostasis could not be achieved, and the patient was transported to imus (B)(6) hospital by ambulance. The amount of blood withdrawn was unknown because the drained blood was returned to the heart through the sheath. Ablation was performed 221 times throughout the procedure. Ablation was conducted for about 7 seconds at 50 w. Cf was 34g at max and 22g on average. This adverse event was discovered during use of biosense webster products. The patient outcome of the adverse event is improved. A smartablate generator was used with serial number: (B)(4). A transseptal puncture was performed with a rf needle. Prior to noting the CT, ablation was performed. There was no evidence of a steam pop. This event occurred during the ablation phase. An irrigated catheter was used in the event and the flow setting was pre 1sec, post 5sec. Correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The contact force screen was set to turn red at 40g or more and the visitag settings were correct. The physician¿s opinion on the cause of this adverse event was not provided.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's reference number: (B)(4).